Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer deployed a zilver flex stent (B)(6) 2026) that elongated in the patient. Stent remained in patient, doctor post dilated with on .035 balloon. No issues with blood flow and no issue with the patient. No addition procedures necessary. The following information has been received via email on 24-apr-2026. What was the date of the occurrence? (B)(6) 2026. Is the device available for return? No please provide details on what type of procedure was performed. Sfa stenting. Details of access sheath used (name, fr size, length)? Cook ansel unsure of fr size. What was the target location for the stent? L sfa. What disease pathology was being treated? Plaque. Was the device used percutaneously? N/a was pre-dilation performed ahead of placement of the stent? No what was the access site chosen? Pedal was a stent previously placed during previous procedures? Yes did the patient exhibit difficult anatomy? No what intervention (if any) was required? None was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? None was needed were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? Not according to dr or scrub nurse was there evidence of post deployment stent compress or deformation? Yes was the delivery system able to be advanced to the target site easily/with no resistance? Yes was post dilation performed after the placement of the stent? Yes was the stent fully deployed from the delivery system prior to removal of device? No was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) Neither previous stent was in the illiac. Was the stent being placed through the side wall of a previously placed stent? No.